Event description:
On 05/03/2023 it was reported by a sales representative via sems that an ar-6436 pump tubing has shown to not work properly with the outflow tubing. We have replaced pumps at this account as well as run tests on all of the pumps. Once we used a completely different outflow tubing there were not issues. The outflow tubing would stop working mid case and not working properly for multiple cases before changing specifically the outflow tubing. The account requests a new box of the inflow/outflow tubing pack given the rest of what they have will not work. This was discovered during a case with no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical/picture evaluation of the device was not performed. The most likely cause for the reported failure can be attributed to a patient-specific event; however, due to the device not being returned, the complaint allegation is not confirmed.